Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that almost they had the same symptoms since they got the implant. The patient said they had been changing the programs from 1 to 3 and changing the intensity sometimes the report they could not go, and sometimes they had a lot of urgency to go. The circumstances that led to the reported issue were unknown. The patient was redirected to their healthcare provider to further address the issue. Patient called back informing the same situation with their symptoms. Additional information has ben received on (B)(6) 2025. Patient also reported that sometimes they could feel the stimulation sensation. Agent reviewed with patient therapy expectations and general programming guidance. Patient had a follow up appointment on (B)(6) 2025. Agent reviewed security guidelines and compatibility information.